Manufacturer narrative:
(B)(4). Pump unable to perform the displacement test due to partially broken retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, broken reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the pump was damaged. The customer¿s blood glucose level was 164mg/dl at the time of the incident. The customer reported that the top of reservoir chamber, the clear part and black part are cracked and will not hold reservoir down. It was in the customer¿s pocket and was in a wheel chair due to a broken foot. The reservoir was unable to lock in place when inserted into pump due to the damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.